Event description:
During testing, a failure code 535:320:844:0000 was found in the pump's event history. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event and no patient injury had been reported.